Event description:
Reporter alleged obtaining a discrepant blood glucose result of 265 mg/dl back to back with a result of 124 mg/dl on the aviva system when testing was performed within 10 mins. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter is out of the test strips used for the back to back tests and so no product will be returned for evaluation.